Event description:
Bd precision glide needle 30g x ½, ref# (B)(4), physician states they have a bag of needles collected that aren't needles, they're actually pins. They have no lumen so nothing can be pushed through them. It seems to happen randomly and from many different lots. Essentially, it's an erosion of their quality control. Physician has never encountered this (after doing 100,000+ injections) until the past year or two. On monday I put a needle in someone's eye and tried to inject medicine and it squirted everywhere (it was a slip tip and the needle was imperforate). That patient had to have a second injection which doubled the risk of the procedure. We also wasted an avastin syringe which costs our organization hundreds of dollars. All because the needle was defective. Our patients deserve better. Reference report# mw5163069, mw5163070, mw5163072, mw5163073, mw5163074, mw5163075, mw5163076, mw5163077.